Manufacturer narrative:
Pump received with motor error alarm during rewind problem isolated to the interface board. Unable to verify motion sensor test failure alarm due to motor error alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.